Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(4), UDI: (B)(4), batch: 8329727.

Event description:
It was reported that the patient's lead was confirmed to be fractured via x-ray imaging. As a result, surgical intervention may be undertaken in the future. It is unknown which lead is fractured.

Manufacturer narrative:
The complaint for lead fracture was confirmed. As received, the octrode lead b had all its internal wires broken, that would cause impedance issues that will results in ineffective therapy and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.